Event description:
It was reported that the patient presented to the emergency room after a fall unrelated to the implantable cardioverter defibrillator system. Upon interrogation, it was noted that the patient's heart rate was low. It was noted that the implantable cardioverter defibrillator exhibited post paced t wave oversensing that led to pacing inhibition. Programming changes were made. The patient was in stable condition.